Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when connected to a patient, the ventilator alarmed for fluctuating o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was not investigated by our field service engineer since no service was requested by the user facility. No ventilator logs have been provided. Information about the current status of the ventilator has not been provided. We are therefore unable to confirm the reported event. No investigation has been possible, therefore the root cause of the reported event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).